Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of the bd ultra-fine¿ pro pen needle did not detach from the pen, and the consumer was unable to inject insulin as a result. The following information was provided by the initial reporter, translated from german: "unfortunately, I just had an ultra fine pen needle with which I could not inject myself with insulin. ...on the needle, the side that sticks into the pen, a plastic? Protection around the needle."

Manufacturer narrative:
H6: investigation summary one photo of a 32g x 4mm pen needle sample along with a photo of a 32g x 4mm teardrop label were returned from lot. No. 1327870, cat. No. 320561. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical samples were returned no further investigation can be carried out.

Event description:
It was reported that the outer cover of the bd ultra-fine¿ pro pen needle did not detach from the pen, and the consumer was unable to inject insulin as a result. The following information was provided by the initial reporter, translated from german: "unfortunately, I just had an ultra fine pen needle with which I could not inject myself with insulin. ...on the needle, the side that sticks into the pen, a plastic? Protection around the needle."